Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed insulin leaking into the ilet pump during a supply change, with the cartridge area wet and blood glucose elevated to 292 mg/dl; the infusion set and cartridge were initially connected outside the pump, and the event involved an infusion set and cartridge issue with an incorrectly attached connector and a reservoir component, with no alerts or alarms reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed evidence of a leak associated with the reservoir and a leak/splash device problem. The user was educated to insert the cartridge into the pump first and then attach the tubing and connector to the cartridge while it is in the pump. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.